Event description:
Information was received from patient regarding an external device. The reason for the call was that the patient reported having difficulty connecting the controller to the implant. The patient stated that they were having trouble placing the paddle correctly and that it would sometimes take up to an hour just to position the paddle and start the recharging session. The patient also mentioned hearing a clicking sound when connecting to the implant. The agent reviewed that the clicking sound is normal. The agent then instructed the patient to reset the controller, and the patient confirmed that there was no visible damage to the controller or the recharger. Afterward, the agent asked the patient to start a recharging session, but the screen went into passive recharge mode, and the patient mentioned that the implant had been fully charged the previous night. The patient also added that the paddle becomes warm and that the relay box of the recharger gets hot. The issue was not resolved. Agent sent a request to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.